Event description:
It was reported that this pacemaker was unable to work appropriately. Subsequently, this pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.